Event description:
Revision was performed due to instability, for posterior dislocation.

Manufacturer narrative:
Walch, g., et al. (2012). Secondary rotator cuff dysfunction following to total shoulder arthroplasty for primary glenohumeral osteoarthritis: results of a multicenter study with more than five years of follow-up. Journal of bone and joint surgery series a 94 (8). Journal articles pags 685 - 693. This is the final report submitted regarding this surgical event and medical device.